Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticking. Customer also stated that there were scratches on screen where blood glucose readings are shown. Customer also stated that the insulin pump had insulin flow blocked alarm and grinding during rewind. Customer also stated that the insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.